Manufacturer narrative:
Investigation: mfg records of returned implants were reviewed. Any compliance with the required specifications has been detected. Implants show no particular damage. X-ray shows a pass lp sys on 4 levels, l2-s1, using angulated, realignment and standard connectors. The rod is very straight for a correction of the lumbar spine. The distal part of the rod seems to be in contact with the sacrum which can create an over-loading on the last anchoring point. There was no info on the grafting technique used. There was no visible sign of fusion. The absence of fusion, six months post-op, causes a high risk of failure of the osteosynthesis sys, which is inserted ot support the spinal column during the consolidation phase estimated to be 6-9 months. No info is available about the observations made during revision regarding the presence of bone fusion. A 510k - k080099: b02126014 - lot 11g0084: rod, b02236001 - lot 11i0220: standard connector, b02236010 - lot 11c0247: realignment connector, b02266062 - lot 11k0042: crosslink, b02216545 - lot 10l0314: polyaxial pedicle screw, b02216545 - lot 11l0043 and 12a0234: polyaxial pedicle screw and b02217545 - lot 11h0081: polyaxial pedicle screw. A 510k - k083308: b02236030 - lot 10g0274: angulated connector.

Event description:
The pt was operated on (B)(6) 2012 with pass lp sys on 4 levels, l1-l5. He has been revised six months later due to post-op pain. During revision the surgeon noticed that nuts seemed to be easily unscrewed, which could explain the movements for the rod and caused pain.